Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a post-reset ram crc and insulin flow block alarm. The customer blood glucose level was unknown at the time of the incident. The customer reported insulin pump is not being receptive to the battery. The customer inserts a battery it will say it is low and then it will give insulin flow blocked alarm. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.